Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several cubies did not appear on the bus, and the user was unable to recover it even after performed a reboot and disconnected the unit for three minutes. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the several cubies were failed and not detected on bus. A field service engineer opened the back panel and replaced the t-card (pyxibus module controller board). The customer tested the unit and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.